Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced leakage with his artificial urinary sphincter (aus). A surgery was performed to downsize the cuff. The surgery was successfully completed and the surgeon was happy with the result intraoperatively.

Event description:
It was reported that the patient experienced leakage with his artificial urinary sphincter (aus). A surgery was performed to downsize the cuff. The surgery was successfully completed and the surgeon was happy with the result intraoperatively.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the product analysis was not able to confirm the reported urinary incontinence and cuff sizing allegations. The reported patient symptom is a known risk associated with artificial urinary sphincters and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff was measured and found to be consistent with the reported information (5.5 cm). The cuff and kink resistant tubing (krt) component were visually inspected, microscopically examined, and tested for leaks. No damage, irregularities, or leaks were identified that would affect the overall performance of the component. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: improper cuff sizing, improper balloon selection, or other causes may result in tissue erosion, migration of components, or continued incontinence. Unsuccessful outcomes may result from improper surgical technique, improper sterile technique, anatomical misplacement of components, improper sizing and/or filling of components the patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.